Event description:
It was reported that an abrupt closure occurred within 24hrs post implantation of a resolute integrity (rx) drug eluting stent. No other clinical sequela were reported.

Manufacturer narrative:
Results: limited information provided. Inherent risk of procedure (stent thrombosis). Conclusion: known inherent risk of procedure (stent thrombosis). Unable to confirm complaint. (B)(4).